Manufacturer narrative:
The investigation is in progress. When it is is complete a supplemental MDR will be submitted accordingly.

Event description:
It was reported that the patient had a revision surgery on (B)(6) 2022 due to an unstable femoral implant. The following implants were implanted during this revision surgery: eleos tibial hinge w/ rotational stop, eleos tibial poly spacer thickness: 16mm, eleos tibial baseplate size 4, eleos tibial block augment size: 4 thickness: 15mm, eleos tibial block augment size: 4 thickness: 15mm, eleos canal filling stem size 17mm x 120mm straight splined full plasma 36mm collar, eleos stem extension cemented size: 15mm x 30mm straight bullet-tip, eleos distal femur axial pin, and eleos distal femur left segmental. Attempts have been made and no other information has been made available.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged implant loosening could not be determined. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: b4: date of this report added. G3: date received by manufacturer added. G6: type of report added. H2: follow-up type added. H3: device evaluated by manufacturer updated to no. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4117: device not accessible for testing. H6: investigation findings code updated to 3221: no findings available. H6: investigation conclusions code updated to 4315: cause not established. H10: additional narratives/data.

Event description:
It was reported that the patient had a revision surgery on 02 feb 2022 due to an unstable femoral implant. The following implants were implanted during this revision surgery: eleos tibial hinge w/ rotational stop, eleos tibial poly spacer thickness: 16mm, eleos tibial baseplate size 4, eleos tibial block augment size: 4 thickness: 15mm, eleos tibial block augment size: 4 thickness: 15mm, eleos canal filling stem size 17mm x 120mm straight splined full plasma 36mm collar, eleos stem extension cemented size: 15mm x 30mm straight bullet-tip, eleos distal femur axial pin, and eleos distal femur left segmental. Attempts have been made and no other information has been made available.